Event description:
It was reported that the patient' was unable to enter MRI mode. Lead diagnostic revealed that the leads exhibited high impedances. As a result, surgical intervention was undertaken to remove and replace the leads.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.